Manufacturer narrative:
Other, other text: one unit was returned for investigation. Unit was leak tested and the reported nonconformity was confirmed. During testing, it was found that the resin line was embedded throughout a section of circuit rings which is where the leak was found. Based on that, root cause was traced to manufacturing.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. During the pre-use check, leakage of air from the product was detected. No patient injury.